Manufacturer narrative:
.

Event description:
It was reported that there were unstable thresholds, intermittent loss of capture, and noisy sensing (recorded as high rate episodes). The rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.